Event description:
Clinical specialist (cs) reported that a pump was revised due to the patient's physical discomfort. The patient reported that it hurt to walk and was generally uncomfortable. The physician moved it to the patient's abdomen at the patient's request.

Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device remains implanted and was not returned. The revision was performed due to patient's physical discomfort. The patient reported that it hurt to walk and was generally uncomfortable. Per the instructions for use of the device, pump pocket pain/soreness is a known possible risk of use of the device. Internal complaint number: complaint-(B)(4).